Event description:
It was reported that during a routine follow up; this right ventricular (rv) lead was suspected to be dislodged. It was also noted this rv lead exhibited loss of capture (loc) and pacing inhibition. The pacing inhibition lasted one second. The patient was sent for an x-ray, which confirmed the lead was dislodged. A lead revision procedure was performed, and a new rv lead was implanted to resolve the pacing inhibition. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.